Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2021 the patient did not feel any symptoms, but lost consciousness, fell and hit her head. She had bruising on the bridge of her nose and around her eyes and a slight cut on top of her head. Her husband called 911 and the ambulance took her to the emergency room (ER). She had a computed tomography (CT) scan for head injuries. The hospital monitored her for several hours, checking her glucose with fingersticks once an hour. No values were provided but the patient stated that her cgm values were consistently 60-80 mg/dl higher than the bgs. She left the hospital that night or very early the next morning. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.